Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was unknown. Motor error alarm occurred three times in the last 30 days. No damage was noted on the drive support disk and no motor position encoder error alarms. Customer was unable to rewind the device and didn't use the sensor feature. Customer was advised the device need to be returned.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was received with cracked case on the display window corners, cracked battery tube threads and cracked reservoir tube lip.